Manufacturer narrative:
Further information was requested but is not available.

Event description:
During follow-up, post-paced and post-sensed t-wave oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and the qrs signals were observed to be noisy resulting in the oversensing. Rv lead replacement is anticipated to be performed. No intervention was performed at this time. The patient experienced no adverse consequences.

Event description:
Additional information received indicated lead damage was alleged, but not confirmed. The event was resolved by capping and replacing the right ventricular lead.